Event description:
It was reported that pump screen was dark, would not turn on, and later touchscreen did not respond so pump could not be unlocked. There was no adverse impact to the customer's blood glucose level. Customer tried multiple button presses and then plugged pump into power, after which display turned on but touchscreen remained unresponsive, so technical support arranged replacement pump under warranty, customer planned to use multiple daily injections as backup insulin therapy, was instructed to let battery fully deplete before return, to reenter pump settings and reconnect continuous glucose monitor on replacement device, and to return malfunctioning pump using prepaid label within 10 days, which customer acknowledged.